Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00304 on 27-oct-2021. Additional information (22-nov-2021): a siemens customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and observed a leak on top of the reagent probe (r3, r4, and r5) manifold. The manifold was repaired, and connections were verified and tightened. The cse replaced the reagent pump, ran a quick check, and noted no issue. Quality control (qc) testing was performed results were acceptable. Siemens reviewed the information provided and services performed and noted that abnormal assay flags were intermittently observed for the kinetic check and were a problem with the server 3 sample mixer. Siemens confirms the cse ran service methods on server 3 post-service repairs, and the sample mixer performed as expected and with no issue. The review of the photometer data indicated an absorbance variability before the sample addition and was consistent with improper reagent delivery to the cuvette, and the potential cause was a malfunction on the manifold or reagent pump. The customer has reported no issue with other assays and noted the dimension vista 1500 instrument is operational. The instrument is operating as specified and requires no further evaluation. Siemens updated section h6 (type of investigation, investigation findings, and investigation conclusions) to include new codes.

Manufacturer narrative:
A united states customer contacted the siemens customer care center and noted the quality controls (qc) recovered within range on the day of the event. Siemens instructed the customer to use the new calcium (ca) calibrator and flex and rerun qc. Siemens noted that all was acceptable, and the instrument was operational. Siemens is investigating the event.

Event description:
The customer ran a calcium (ca) test and obtained a below assay range (bar) result on a dimension vista 1500 instrument. The customer did not report the bar result to the physician(s) and used the same sample to perform repeat testing on an alternate dimension vista instrument. The result obtained on an alternate dimension vista was reported as the correct report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the calcium bar result.